Manufacturer narrative:
Qn #: (B)(4). No return product evaluation could be completed as the device was not returned for investigation. It is unknown if any damages were present on the unit. A device history record review was performed, and no relevant findings were identified. Based on the information, the most likely root cause of the issue is undeterminable. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "during a bone marrow biopsy on a patient with a 4" needle. He had extremely hard bones. We were able to get into the aspirate manually and got liquid aspirate. When trying to use the driver to obtain a core, the needle bent at the orange part. When trying to retract the driver, the orange piece snapped off the needle. After using a kelly clamp, we were able to remove the needle. However, it appears that the tip of the bore needle was not fully intact. The patient was reported as fine post the procedure." Additional information has been requested from the account.

Event description:
It was reported that: "during a bone marrow biopsy on a patient with a 4" needle. He had extremely hard bones. We were able to get into the aspirate manually and got liquid aspirate. When trying to use the driver to obtain a core, the needle bent at the orange part. When trying to retract the driver, the orange piece snapped off the needle. After using a kelly clamp, we were able to remove the needle. However, it appears that the tip of the bore needle was not fully intact. The patient was reported as fine post the procedure." Additional information has been requested from the account.

Manufacturer narrative:
Qn #: (B)(4). Correction to section d: UDI number. The UDI number has been updated from (B)(4) to (B)(4).

Event description:
It was reported that: "during a bone marrow biopsy on a patient with a 4" needle. He had extremely hard bones. We were able to get into the aspirate manually and got liquid aspirate. When trying to use the driver to obtain a core, the needle bent at the orange part. When trying to retract the driver, the orange piece snapped off the needle. After using a kelly clamp, we were able to remove the needle. However, it appears that the tip of the bore needle was not fully intact. The patient was reported as fine post the procedure." Additional information has been requested from the account.

Manufacturer narrative:
(B)(4).